Event description:
The cardiotechnician reported that the pump stopped during the case. The cardiotechnician hand cranked to maintain blood flow. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) rec'd a report that the pump stopped during the case. The cardiotechnician hand cranked to maintain blood flow. The investigation is on-going. A f/u report will be filed when the investigation is complete. There was no report of pt injury. The facility filed a report with the country's compenent authority. This medwatch report is filed as a result of this action.